Manufacturer narrative:
An investigation performed on the reagent kit did not find any product issue. The discrepancies experienced by the customer may be due to samples near or below the limit of detection (lod) of the test. Given the two samples were confirmed negative on the liat but positive in the cepheid, it is likely that the discrepancy occurred due to the differences in detection technology between the two tests. In regards, to the positive sample that retested negative on the liat, true amplification was seen for this sample. It is possible that there could have been contamination at the site which could have caused the test to detect the sars-cov-2 target on the initial run. D8 - single use device and h5 - labeled for single use were updated to indicate yes. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged on discrepant results for three patient samples when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The result discrepancies were observed when comparing initial and repeat testing. Results were reported and no harm is alleged. One MDR per each alleged result will be filed.